Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that approximately 8 months post-operatively the patient iop increased to 20 mmhg and opacification of the iol was observed.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient medical history received identifies that the patient has diabetic retinopathy. The patient underwent combined pars plana vitrectomy and rayone aspheric rao600c iol implantation in (B)(6) 2020. The patient required a procedure in (B)(6) 2020 to remove oil from the eye and a yag capsulotomy. On (B)(6) 2021, the patient's iop was observed to have increased to 20 mmhg and iol opacification was observed. The rayone aspheric rao600c iol was explanted on an unknown date in (B)(6) 2021. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). Rayner has previously been advised by its medical consultants that diabetic patients are more predisposed to a breakdown of the blood-aqueous barrier. The returned iol was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis (scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy (eds)). Analysis was completed on (B)(6) 2021. Sem and eds analysis revealed a significant deposition of mineral like structures on the surface of the iol consistent with the structure and form of iol calcification. Opacification is a recognised complication associated with cataract surgery/iol implantation. Published literature identifies the following as possible causes of opacification; off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in rebubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient medical history and ocular procedures are likely causative factors to the onset of calcification in this case.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient medical history received identifies that the patient has diabetic retinopathy. The patient underwent combined pars plana vitrectomy and rayone aspheric rao600c iol implantation in (B)(6) 2020. The patient required a procedure in (B)(6) 2020 to remove oil from the eye and a yag capsulotomy. On (B)(6) 2021, the patient's iop was observed to have increased to 20 mmhg and iol opacification was observed. The rayone aspheric rao600c iol was explanted on an unknown date in (B)(6) 2021. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). Rayner has previously been advised by its medical consultants that diabetic patients are more predisposed to a breakdown of the blood-aqueous barrier. The return of the explanted iol to rayner is pending. Following receipt of the explanted iol, the lens will be sent to a third party independent laboratory to undergo sem and edx analysis. The results of the device analysis will be provided in a follow-up report. Opacification is a recognised complication associated with cataract surgery/iol implantation. Published literature identifies the following as possible causes of opacification; off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in rebubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The combination of the patient's pre-existing medical history and repeat ocular procedures are likely contributory factors to the development of opacification in this case.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its (B)(4)distributor of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that approximately 8 months post-operatively the patient iop increased to 20 mmhg and opacification of the iol was observed.